Event description:
It was reported that during a meniscus repair t1 and t2 were deployed at the same time and then they were removed from the patient. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture and both anchors were returned detached from the device. The deployment needle was in the t2 position. The needle overmold assembly was bent. A functional evaluation was conducted. There was a moderate amount of resistance when the deployment slider was cycled. The deployment slider had to be manually manipulated for the deployment needle to click into both positions. A review of the attached image appears to show the distal tip of a fast fix along with a suture with both anchors. The suture and anchors are detached and laying beside the device. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Based on the complaint details, after the ts simultaneously deployed, the surgeon removed both ts from the patient. There was no delay nor patient harm or complications reported. Therefore, since no patient harm is being alleged, no further assessment is warranted at this time.